Manufacturer narrative:
The actual complaint device is to be returned for investigation. Failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentsit reported that the implant failed to osseointegrate.